Manufacturer narrative:
E1: full information. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device a blackout. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, g2, h2, h3, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to damage on charged couple device unit, the image disappears during angulation in up/down directions. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report:the issue occurred during inspection of the device for use before patient in a room.